Event description:
It was reported that rotablator burr had become lodge in the plaque. The stenosed target lesion was located in the moderately calcified and moderately tortuous ostial circumflex artery. A rotablator burr was selected for treatment. During procedure, they had a patient on table and was noted that the burr had become lodge in the plaque. Clinical assistance was requested and they used a non bsc guide wire and balloon catheter to open the artery and to free the burr. The procedure was completed with this device. There were no complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).